Event description:
It was reported that the user experienced repeated episodes of rising blood glucose after pre-treating near 70 mg/dl, followed by elevations to approximately 180 mg/dl, and later presented with hyperglycemia at 299 mg/dl while using an ilet system with a dexcom g7 sensor and a steel infusion set; no alerts or alarms were reported, and troubleshooting and education were completed by support with a plan to verify glucose reduction. Symptoms included hyperglycemia. Outcomes included no hospitalization and continuation of use with education provided. Investigation included customer service review and user troubleshooting. Investigation of this case revealed no device alarms or clear device malfunction, and no specific component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.